Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was for about a year, the pt could not keep their ins charged, and it took forever to charge it up. When recharging the ins, they had to recharge the controller fully like 3 times before getting the ins charged to 70%. It took too long and was a huge hassle. The pt wanted their ins removed and was only calling since their hcp said to put in a call. The pt wanted the ins removed. Troubleshooting was unable to be performed as pt did not want help with their equipment. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, product type: programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.